Event description:
Hernia repair mesh, pain since 2006, had infection from it in body. No good. Needs a recall and soon, figure it would go away, making insides weaker, all meshes should be recalled because similar problems. Please help. Will seek lawyer.